Event description:
It was reported that customer experienced difficulty pressing pump quick bolus/wake button, which often required multiple presses to turn on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to ensure pump was not connected to power and to press center of button firmly with finger while supporting bottom of pump, which allowed screen to turn on but button remained very difficult to press, so technical support arranged replacement pump and instructed customer on storage mode, shipping address confirmation, and return of problematic pump, while customer chose not to share details about backup insulin therapy.